Event description:
It was reported that bd syringe 10ml ll had leakage. There was leakage when connecting a syringe during use. After purchasing two boxes, multiple leaks occurred and all used and unused items were reported to be returned. At this time, the number of defects and the quantity returned are unknown. We will file a pir application as soon as possible. Please ask the customer the following: how many syringes had the leak issue? Where did the leak occur? If the syringe was attached to something, what was it attached to? (B)(6) 2026 sales rep mentioned that: how many syringes had leakage problems? Unknown. Where did the leak occur? Unknown. If the syringes were attached to something, what were they attached to? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.